Event description:
Consumer called to report high readings with her meter. Had to go to the ER for treatment when her sugar went too low. Believes the meter is running high.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.